Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon further evaluation, it has been determined that this event does not meet the criteria to be classified as a complaint. The flow rate accuracy of 4.75% was within specification of +/- 5%. Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration from 4, -1 addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 09/18/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate issue. Flow rate deviation too high. No report patient was involved.